Manufacturer narrative:
Corrected information was provided in b2 (is required intervention). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the issue was not established as no product or logs were returned and insufficient information was provided. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted into the right femoral artery in a 60-year-old male patient with a past medical history of diabetes mellitus (dm) presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs) in scai stage d shock on multiple inotropes, vasopressors, and ventilator support prior to initiation of support. The impella cp was inserted for ventricular support prior to protected percutaneous coronary intervention (pci) of the left main (lm) artery. After transferring the patient to the intensive care unit (ICU), the patient¿s urine was noted to be red and laboratory results were hemolyzed. The impella flows were reduced, impella was repositioned under echocardiogram guidance, and fluids (volume) was given. Initially after repositioning, the patient¿s urine continued to be red and new laboratory tests were sent. The patient additionally developed hematoma at the impella access site with estimated blood loss of 10 ml. Manual compression and femostop were applied for continued compression. The hematoma and hemolysis subsequently resolved, and the impella cp was explanted. The post-procedure outcome was unknown. Bleeding is a known risk due to the impella¿s anticoagulation and purge requirements. Bleeding and hemolysis are listed as potential adverse events and are consistent with known device-related and patient-related factors documented in the instructions for use (IFU).